Event description:
My son went to bed about 45 mins ago. He has a bedwetting problem so I purchased a bedwetting alarm and put on him. Within 20 mins, he came to me and complained that the bedwetting alarm was very hot. I touch it and indeed it was hot. I immediately removed the alarm and set it aside. Just as it was set on the side, the alarm leaked batteries and all black matter came out of the bedwetting alarm the back plastic case of the alarm also deformed from the heat. If this were on my son's body, it would have burnt him and he would have been seriously injured. This is not a safe product.